Event description:
The customer observed false negative architect total b-hcg results that were inconsistent with clinical picture on (B)(6) 2024. The customer retested on (B)(6) 2024 and the results were positive, which was aligned with the patient¿s clinical observation. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, list number 07k78-25, and manufacturing site in section d of this report, longford to architect i2000sr instrument list number 03m74-97, and manufacturing site of new suspect device, irving. MDR number 3016438761-2024-00363 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false negative architect total b-hcg results that were inconsistent with clinical picture on (B)(6) 2024. The customer retested on (B)(6) 2024 and the results were positive, which was aligned with the patient¿s clinical observation. No impact to patient management was reported.